Event description:
The pt reportedly was not hearing well while wearing the external equipment. In october, 2005 the pt was seen at the center for evaluation swelling at the implant site was noted at the time of evaluation. The pt was seen by a company representative for device evaluation. Testing performed confirmed that the pt's device was functional. However, in october 2005 the decision was made to explant the pt's device. Explant surgery has not been scheduled at this time.